Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on an unknown date the patient heard a sound every time he opened his mouth. The patient went to the doctor and the doctor detected a fracture of baseplate 1.5 mandible cloverleaf type b. The doctor scheduled a surgery to remove the distractor craniomaxillofacial. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event was reported sometime in (B)(6) 2013. Avalign technologies ¿ nemcomed manufactured the removable extension arm ¿ flex 30mm for cmf distractor, p/n 04.315.125, and lot number 6538783 for po 1217804. The supplier¿s certificate of compliance (dated 2/14/11) indicates the parts were manufactured to p/n 04.315.125, revision ¿b¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number ns016241, revision ¿c¿, completed 2/15/11. There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The visual inspection of the returned device performed as part of the manufacturing evaluation reported the extension arm was received broken on both the internal and external flexible shafts. The part conformed to dimensional specifications and functional requirements at the time of manufacturing and passed all inspection requirements at synthes incoming inspection. The supplier certified to the related dimensions of the components, and all supplier inspection results are included in the DHR. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, no manufacturing fault was detected.